Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the service hang on the application/ report party transaction servers caused by prolonged uptime. The technical support specialist (tss) dialed into the server and confirmed the pes website was unreachable. After verifying iis certificates and restarting services without success, tss noted the server had been up for 112 days and requested customer approval for a reboot. Tss later restarted iis on both app and rpt servers, restoring pes functionality. For preventative maintenance, tss obtained approval from customer to reboot the server, coordinated with customer, and completed the reboot successfully. Post-reboot, tss resolved an etl failure caused by a windows update and sql login error, then confirmed all services were operational. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server unable to reach website. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.